Event description:
I had the essure implanted in my fallopian tubes in (B)(6) 2008. By (B)(6) 2010, my periods were becoming completely unmanageable. Every month my periods were getting heavier and heavier. They were incredibly heavy, causing me to be physically exhausted, emotionally stressing, isolating me to my bathroom for days on end, causing me to miss work, and severely impacting my life. In (B)(6) 2011, I was given medication to control the bleeding. In (B)(6) 2011, I had a hysterectomy.